Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes with moisture) issue. The reporter alleged the up arrow, down arrow, and ok buttons were under responsive and there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/22/2017 with the following findings: during investigation, the keypad was found to be intact; no damage was observed. During testing, all keypad buttons were responsive to user input. The keypad was removed and no contamination or damage was observed under the button contacts. The pump was opened and no damage was found on the keypad flex connector. The complaint of keypad button response issue was not duplicated during investigation. Unrelated to the complaint, investigation revealed moisture corrosion on the display screen inside the pump. A leak test failed due a display lens leak. The pump¿s cover was removed; further moisture ingress was found to internal components of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).